Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Returned to manufacturer on: 05/11/2021. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the dcb00, simplicity preloaded device was received in the original box. Visual inspection using magnification was performed. The cartridge component was observed correctly engaged into the simplicity preloaded unit. The plunger is partially advanced. No cartridge damaged or crack was observed on the return. No lens was observed into the device. Per complaint information provided, lens was implanted. Small amount of lubricant were observed at the cartridge tip and tube. The use of balanced salt solution (bss) could not be determined on the return. On the received sample, no assembly errors was identified. The reported issue could not be verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The unit was handled and used. No product deficiency was identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted. However, the cartridge tip cracked during insertion of the lens into the eye. Further information was provided that the lens was implanted. Only the injector will be returned. No further information was available.